Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns wand would not interrogate a test generator despite troubleshooting. The suspect wand has been returned and is currently in product analysis.